Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system on (B)(6) 2022, to treat an abdominal fusiform aneurysm and a right internal iliac artery aneurysm. The alto main body was implanted below the renal arteries. The polymer fill was completed. Balloon touch-up was performed, successfully resolving an intraoperative type ia endoleak. The left ovation ix iliac limb was implanted on the contralateral (left) side. When the right ovation ix iliac limb was being implanted on the ipsilateral side, it moved distally; therefore, an ovation ix iliac extension was added. The procedure was completed after touch-up was performed and it was ensured that there was no endoleak. Routine follow-up on (B)(6) 2024, identified an increase in the aneurysm diameter, a type ia endoleak, and a type iiia endoleak from the connection between the alto aortic body and the right limb was suspected. Re-intervention was performed on (B)(6) 2025, with the implant of a 26mm (non-endologix) excluder cuff to repair the type ia endoleak. Two (non-endologix) excluder legs were implanted in the left and right limbs to repair the type iiia endoleak; however, this did not resolve the type iiia endoleak. Therefore, an additional (non-endologix) excluder leg was implanted to both left and right limbs. The type iiia endoleak was still present, and the procedure was completed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and the 11mm aneurysm enlargement complaint is confirmed. The type iiia endoleak complaint is refuted. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that type ii endoleaks of the lumbar artery also occurred. The type ii endoleaks were discovered during a review of the post-implant computed tomography (CT) scan. The type iiia endoleak was determined to be a type ii endoleak of the lumbar artery (anatomy-related). There were two separate type ii endoleaks (both lumbar). Device, user, procedure, or anatomy-relatedness of type ia endoleak complaint could not be determined. Procedure-related harms could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.